Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and outflow graft with an unknown lot number were not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flows beginning on 06-dec-2019, followed by a sharp decrease in power consumption and estimated flows to parameters below normal operating range on 09-dec-2019. There were 36 low flow alarms were logged since 06-dec-2019. Of note, it was reported that the outflow graft was stented, after which the power and flow returning to normal operating range. As a result, the reported low flow event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft/unk h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft , outflow graft/ unk/ model #: 1125/ catalog #: 1125/ expiration date: unk UDI #:(B)(4), device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for low flow alarms. Computerized tomography (CT) revealed obstruction of the outflow graft. The patient was taken to the operating room (or) for stenting of the outflow graft and the operation was successful. The vad and the outflow graft remains in use. No patient complications have been reported as a result of this event.